Manufacturer narrative:
Approximate age of device- 5 months 18 days. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricle assistance device (lvad) on (B)(6) 2016. It was reported that the patient had an upper gi bleed due to arteriovenous malformation egd that took place on (B)(6) 2017 and showed an arteriovenous malformation in the 3rd portion of the duodenum and a cluster of arteriovenous malformations in the proximal jejunum all of which were treated with argon plasma coagulation. In addition the patient received a total of eleven units of packed red blood cells but only two units were administered within a 24 hour period.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.